Event description:
It was reported from that the patient was scheduled for a sentiva revision that day and they interrogated her device before and found high impedance. >10,000 ohms. It was confirmed that the new generator and old lead was high impedance was still seen. Pin reinsertion was attempted several times. No test resistor or generator diagnostics were used. No known lead surgery has occurred to date. The surgeon noted a bend on the x-rays but in surgery, there were no visual defects in the lead. No additional relevant information has been received to date.

Event description:
The patient & explanted generator was discarded and is not available for analysis.

Event description:
The patient's lead was replaced. It was noted that the lead was found to be broken apart from the electrodes. The explanted lead was discarded. No further relevant information has been received to date.